Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a worn-out lock latch on the video connector, causing image loss when the scope end connector was wiggled. Additionally, the serial digital interface 1 (sdi1) and serial digital interface 2 (sdi2) outputs were not working¿no signal was detected, and the cause of the issue was identified as a faulty board. There was no patient involvement.